Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. N/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, a 14 french (fr) non-medtronic sheath was inserted into the access site using the in-line cutdown approach due to calcification. Upon delivery catheter system (dcs) insertion, the capsule of the dcs was difficult to advance due to calcification. A 14 fr e-sheath was placed in the common iliac artery (cia) due to calcification around the circumference and the lumen being under 6 millimeter (mm). Following the implant of the valve, access site damage was confirmed via digital subtraction angiography (dsa). Additionally, stenosis in the right femoral region where the dcs had been "caught" was observed and surgical treatment was performed.